Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, wear abrasion and crease fold. Leak test was performed, and found opening on the device. A microscopic analysis was performed which identify, two opening striated in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: two striated opening in the posterior side assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.